Event description:
Terumo received the following information: it was reported that the surgical procedure performed was mitral valve replacement, tricuspid valve repair, and radiofrequency ablation. Approximately 4 minutes after initiating cardiopulmonary bypass, bleeding occurred at the blood inlet on the right side of the oxygenator. The bleeding was initially minimal but gradually increased in volume. No leakage was observed at the gas outlet on the right side of the oxygenator. At the time of the incident, blood flow and other blood gas parameters remained within normal ranges. The clinical team promptly replaced the membrane lung with a new one. No harm to the patient was reported. Since the product was replaced, this case was determined as "serious injury". The procedure outcome was not reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact name: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: technologist. G4: 510(k) no.: k130520. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past complaint file. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.